Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was sent to the service center for repair. The work order indicates that a defective isolation board was found. It was replaced and the device testing passed. The defective board is the root cause of this failure. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via email that their ovb1 camera had stopped giving output on its screen during the surgery. Additional information provided by the affiliate on 01/15/19 reporting that there was a surgical delay of 20 to 30 minutes and the surgery had to be called off due to the malfunction. Additional information provided by the affiliate on 01/16/19 stating that the patient was already under anesthesia when the procedure was cancelled.